Manufacturer narrative:
Brand name: posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +21.0 was returned to staar surgical with the words, "misload. No pt contact" recorded on the box. The lens was returned damaged. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).